Manufacturer narrative:
Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review not required. Upon investigation of the actual device used in this incident, it was determined that the storage space failed because the scanned pocket would not open the door, and the original load of medication may have been placed in the wrong section. A field service engineer (fse) replaced the micro switches and asked the pharmacist technician to unload the medication and then reload the medication after verifying the pharmacist technician could stock a different medication. The pharmacist technician tried to load the medication, the screen prompt would then say scan pocket, but it wouldn¿t open the door. Fse assumed the original load of the medication was placed in the wrong section, so the fse had unassigned the medication or unloaded it to reload it into the fridge so that way when the pharmacist technician scans the medication it would know to open the fridge. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager, the storage space failed. The customer stated that this malfunction caused no delay in dispensing medication to patients, but the malfunction occurred when the user was trying to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.